Manufacturer narrative:
The reported event of unable to remove the lead from the header was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. The lead to device insertion/ removal test was performed, and the lead was able to be fully inserted inside the device and removed without difficulties. Dimensional analysis found the connector pin, connector ring, sealing ring region and the connector boot were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
During an unrelated procedure, the physician elected to change the device. Upon attempting to disconnect the right atrial (ra) lead, the ra lead was unable to disconnected from the device header. The ra lead was cut, capped and replaced to resolve the event. The patient was stable.